Event description:
Complainant alleged that during a routine preventative maintenance check, the device would not charge to the selected energy setting. The complainant indicated that there was no pt involvement in the reported failure.